Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in (B)(6) of 2018. Evaluation of the returned instrument showed that the open jaw gap is undersized to print specifications and the luer flush port was loose and not fully installed and tightened down into the knob assembly and threaded portion of the outer tube as performed during the production process thus we are able to validate this complaint. It was noted that this instrument was returned with a different type of luer flush port cap installed on it. After initial evaluation the loose flush luer port cap was removed and the tube assembly rotated 360 clockwise in the knob assembly and then the flush luer port was re-installed an snugged down as was performed during initial assembly. The open tip set gap was measured at .265 which is within print specifications of .280 +/-.025. This instrument was then function tested and found that it can pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. We are unable to determine what caused the open tip set to be undersized at the end user's facility but mishandling is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier did not fully open during test before use. That means the applier did not open smoothly. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). Per information provided on customer submitted paperwork, the DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a (B)(4). Lot in september of 2018. This instrument has not been returned for evaluation therefore we are unable to validate the alleged complaint. All (B)(4) from the alleged lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier did not fully open during test before use. That means the applier did not open smoothly. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier did not fully open during test before use. That means the applier did not open smoothly. Therefore, a new unit was used instead.